Manufacturer narrative:
Investigation summary: this is the first complaint for the lot# 8065875 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8065875 during this production run. Investigation conclusion: one sample was received. It has damaged the plunger rod thumb press; one photo was provided showing the plunger rod thumb press damaged. Root cause description: it is possible a jam occurred at the plunger rod-rubber stopper assembly process. Rationale: no corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications.

Event description:
It was reported that the plunger of the bd¿ bulk syringe slip tip was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd¿ bulk syringe slip tip was broken.